Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece had a contact problem. When the on/off trigger was in the neutral position, the machine would start running. There was no pt harm or delay reported, and the procedure was completed with an alternate device.